Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) was not powering on. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information: e1 (event site state and postal code- (B)(6)). It was reported that an issue with cs300 intra-aortic balloon pump (iabp) equipment that gets stuck in the initialization state so fse replaced the power supply/chug exch (d014-00-0033-05) board performed all tests and handed it over to the customer. There is no patient harm occurred.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was not powering on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.